Manufacturer narrative:
Investigation summary: one (1) sample was provided by the customer for investigation. However, as the sample had been used with an unknown drug, leakage testing was unable to be performed due to possible contamination of the testing equipment. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray syringes are leaking. This was discovered during use. The following information was provided by the initial reporter: material no: 309680 batch no: 9157925, 9126698. It was reported that the syringes are leaking past the stopper. We have been having some issues with the bd 60ml bulk syringes over the past couple of days. The syringes are leaking past the plunger inside the syringe. This is the first time I have ever heard of seen this issue. I have 2 different lot numbers that are affected. Additional info provided by customer states: the date that this occurred was (B)(6) 2019. No, the medication was not being administered but compounded in our clean room at time of occurrence. I¿ll try to find out what abx was being made at time the syringes were being compounded. Nothing new or different from what we¿ve been doing for the past decade.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray syringes are leaking. This was discovered during use. The following information was provided by the initial reporter: material no: 309680 batch no: 9157925, 9126698. It was reported that the syringes are leaking past the stopper. We have been having some issues with the bd 60ml bulk syringes over the past couple of days. The syringes are leaking past the plunger inside the syringe. This is the first time I have ever heard of seen this issue. I have 2 different lot numbers that are affected. Additional info provided by customer states: the date that this occurred was (B)(6) 2019. No, the medication was not being administered but compounded in our clean room at time of occurrence. I¿ll try to find out what abx was being made at time the syringes were being compounded. Nothing new or different from what we¿ve been doing for the past decade.